Event description:
It was reported that the device went into backup bvvi mode after it failed to complete the firmware update. The download failed because, towards the end of the download, the wand slipped of its position. Patient was asymptomatic. The previous firmware was able to be successfully downloaded in order to restore the device.